Event description:
It was reported that the foil is not waterproof.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint sample was available for assessment. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The database of change controls for the opsite post-op product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, or additional information provided, we may make further investigation.